Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragmentation of essure on left"), device dislocation ("confirmatory x-ray show the insert on the left incorrectly positioned") and mental impairment ("difficulty organising thoughts / difficulty thinking") in a (B)(6) year-old female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial resection during placement of inserts" on (B)(6) 2016. Concomitant products included levonorgestrel (mirena) on (B)(6) 2016 for heavy periods. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the first episode of fatigue ("crushing fatigue"), back pain ("lower back pain"), the first episode of abdominal pain ("abdominal pain on the right"), emotional disorder ("marked over-emotionalism / excessive emotionalism") and allergy to metals ("hypersensitivity to chrome, tin and platinum"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), the second episode of fatigue ("constantly increasing fatigue / chronic fatigue"), disturbance in attention ("difficulty concentrating"), polymenorrhoea ("periods for 15 days every 10 days"), vaginal discharge ("abundant malodourous vaginal discharge"), the second episode of abdominal pain ("pain in abdomen"), breast pain ("pain in breasts"), adnexa uteri pain ("pain in ovaries during ovulation"), tendon pain ("tendon pain"), arthralgia ("joint pain all over body"), myalgia ("muscle pain all over body"), fibromyalgia ("fibromyalgic pain"), neck pain ("neck pain"), musculoskeletal stiffness ("muscle stiffness"), muscle fatigue ("muscle fatigue preventing her from driving or doing repetitive movements or maintaining the same position"), feeling abnormal ("feeling of fogginess"), amnesia ("loss of memory"), ovarian cyst ("ovarian cyst") and hypertrichosis ("excessive hairiness"). The patient was treated with surgery (inter-adnexal total hysterectomy with bilateral salpingectomy by the vaginal route). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, mental impairment, menorrhagia, back pain, emotional disorder, the last episode of fatigue, disturbance in attention, polymenorrhoea, vaginal discharge, the last episode of abdominal pain, breast pain, adnexa uteri pain, tendon pain, arthralgia, myalgia, fibromyalgia, neck pain, musculoskeletal stiffness, muscle fatigue, feeling abnormal, amnesia, ovarian cyst, allergy to metals and hypertrichosis outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, amnesia, arthralgia, back pain, breast pain, device breakage, device dislocation, disturbance in attention, emotional disorder, feeling abnormal, fibromyalgia, hypertrichosis, menorrhagia, mental impairment, muscle fatigue, musculoskeletal stiffness, myalgia, neck pain, ovarian cyst, polymenorrhoea, tendon pain, vaginal discharge, the first episode of abdominal pain, the first episode of fatigue, the second episode of abdominal pain and the second episode of fatigue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left incorrectly positioned allergy test found hypersensitivity to chrome, tin and platinum. Ultrasound and pelvic x-ray, mammography and blood test performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 1655 cases. Device breakage: the analysis in the global safety database revealed 1757 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4) fragmentation of essure on left [device breakage] , confirmatory x-ray show the insert on the left incorrectly positioned [device dislocation], difficulty organising thoughts / difficulty thinking [difficulty thinking] , crushing fatigue [fatigue] , heavy menstrual periods [heavy periods] , lower back pain [low back pain] , abdominal pain on the right [abdominal pain] , marked over-emotionalism / excessive emotionalism [emotional problems] , constantly increasing fatigue / chronic fatigue [chronic fatigue] , difficulty concentrating [concentration impairment] , periods for 15 days every 10 days [frequent periods] , abundant malodourous vaginal discharge [offensive vaginal discharge], pain in abdomen [pain abdominal] , pain in breasts [painful breasts] , pain in ovaries during ovulation [pain ovarian] , tendon pain [tendon pain] , joint pain all over body [generalised joint pains] , muscle pain all over body [generalised muscle aches] , fibromyalgic pain [fibromyalgia] , neck pain [neck pain] , muscle stiffness [muscle stiffness], muscle fatigue preventing her from driving or doing repetitive movements or maintaining the same position [muscle fatigue] , feeling of fogginess [foggy feeling in head] , loss of memory [loss of memory] , ovarian cyst [ovarian cyst] , hypersensitivity to chrome, tin and platinum [allergy to metals] , excessive hairiness [hairiness] , endometrial resection during placement of inserts [medical device monitoring error], unusual frequent heavy bleeding [genital bleeding] , short-term memory loss [short-term memory impairment], vision disturbances [visual disturbances] , alopecia [alopecia] , paraesthesia lower limb [paraesthesia lower limb] , anxiety [anxiety] , hip pain [pain in hip] , pain in the ovaries [pain ovarian] , joint and muscle pain [arthromyalgia] , problems with balance [balance difficulty] , spatial awareness and integration [spatial disorientation] , dizziness [dizziness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-aug-2017. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device breakage ("fragmentation of essure on left"), device dislocation ("confirmatory x-ray show the insert on the left incorrectly positioned") and mental impairment ("difficulty organising thoughts / difficulty thinking") in a 43-year-old female patient who had essure inserted (lot no. D46957). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial resection during placement of inserts" on (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel) for heavy menstrual bleeding from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced fatigue ("crushing fatigue"), back pain ("lower back pain"), abdominal pain ("abdominal pain on the right"), emotional disorder ("marked over-emotionalism / excessive emotionalism") and allergy to metals ("hypersensitivity to chrome, tin and platinum"). In (B)(6) 2016 she experienced device dislocation (seriousness criterion medically important) and heavy menstrual bleeding ("heavy menstrual periods"). In (B)(6) 2016 she experienced device breakage (seriousness criteria medically important and intervention required), mental impairment (seriousness criterion medically important), chronic fatigue ("constantly increasing fatigue / chronic fatigue"), disturbance in attention ("difficulty concentrating"), polymenorrhoea ("periods for 15 days every 10 days"), vaginal discharge ("abundant malodourous vaginal discharge"), pain abdominal ("pain in abdomen"), breast pain ("pain in breasts"), a first episode of adnexa uteri pain ("pain in ovaries during ovulation"), tendon pain ("tendon pain"), generalised joint pains ("joint pain all over body"), myalgia ("muscle pain all over body"), fibromyalgia ("fibromyalgic pain"), neck pain ("neck pain"), musculoskeletal stiffness ("muscle stiffness"), muscle fatigue ("muscle fatigue preventing her from driving or doing repetitive movements or maintaining the same position"), brain fog ("feeling of fogginess"), amnesia ("loss of memory"), ovarian cyst ("ovarian cyst") and hypertrichosis ("excessive hairiness"). Essure was removed on (B)(6) 2017. On unknown date she experienced genital haemorrhage ("unusual frequent heavy bleeding"), memory impairment ("short-term memory loss"), visual impairment ("vision disturbances"), alopecia ("alopecia"), paraesthesia ("paraesthesia lower limb"), anxiety ("anxiety"), pain in hip ("hip pain"), a second episode of adnexa uteri pain ("pain in the ovaries"), arthromyalgia ("joint and muscle pain"), balance disorder ("problems with balance"), disorientation ("spatial awareness and integration") and dizziness ("dizziness"). The patient was treated with surgery (inter-adnexal total hysterectomy with bilateral salpingectomy by the vaginal route). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered the second episode of adnexa uteri pain, alopecia, anxiety, pain in hip, arthromyalgia, balance disorder, disorientation, dizziness, genital haemorrhage, memory impairment, paraesthesia and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, back pain, abdominal pain, emotional disorder, device dislocation, chronic fatigue, disturbance in attention, polymenorrhoea, vaginal discharge, pain abdominal, breast pain, the first episode of adnexa uteri pain, tendon pain, generalised joint pains, fibromyalgia, neck pain, musculoskeletal stiffness, muscle fatigue, brain fog, amnesia, ovarian cyst, device breakage, allergy to metals, mental impairment, myalgia or hypertrichosis. The reporter commented: soon after placement of the inserts she developed crushing fatigue. One month later, she had heavy menstrual periods, which have not stopped. In (B)(6) 2016, she had mirena iud placed to stop the heavy menstrual bleeding, which was not relieved despite endometrial resection during placement of the inserts in (B)(6) 2016 (mirena case (B)(4)). Physiotherapy sessions were performed. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): results: insert on the left incorrectly positioned allergy test found hypersensitivity to chrome, tin and platinum. Ultrasound and pelvic x-ray, mammography and blood test performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 29-sep- 2017 for the following meddra preferred terms: 1. Device dislocation: the analysis in the global safety database revealed 1655 cases. 2. Device breakage: the analysis in the global safety database revealed 1757 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events genital bleeding, dizziness, impaired concentration, short-term memory and vision, alopecia tingling in the thighs, anxiety, ovary pain, joint & muscle pain, problems with balance, spatial awareness were added. Additional reporter (lawyer) added. Cluster ID added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragmentation of essure on left "), device dislocation ("confirmatory x-ray show the insert on the left incorrectly positioned ") and mental impairment (difficulty organising thoughts / difficulty thinking) in a (B)(6) female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted (with lot number d46957). Soon after placement of the inserts she developed crushing fatigue. One month later, she had heavy menstrual periods, which have not stopped. She immediately developed lower back pain and abdominal pain on the right, as well as marked over-emotionalism. The confirmatory test on x-ray one month after placement already seemed to show the insert on the left incorrectly positioned. In (B)(6) 2016, she had mirena iud placed to stop the heavy menstrual bleeding, which was not relieved despite endometrial resection during placement of the inserts in (B)(6) 2016 ((B)(4)). Since (B)(6) 2016, she experienced constantly increasing fatigue, difficulty concentrating and organizing thoughts, periods for 15 days every 10 days, abundant malodourous vaginal discharge, pain in abdomen, breasts and ovaries during ovulation, chronic fatigue, tendon pain, joint and muscle pain all over body, fibromyalgic pain, neck pain and muscle stiffness, muscle fatigue preventing her from driving or doing repetitive movements or maintaining the same position, feeling of fogginess, difficulty thinking and loss of memory, excessive emotionalism and ovarian cyst. Fragmentation of essure on left was also reported. Allergy test found hypersensitivity to chrome, tin and platinum. Physiotherapy sessions, ultrasound and pelvic x-ray, mammography and blood test were performed. Inter-adnexal total hysterectomy with bilateral salpingectomy by the vaginal route was done on (B)(6) 2016. The reporter provided no causality assessment for events with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 15aug2017 for the following meddra preferred terms: - device dislocation: the analysis in the global safety database revealed 1.319 cases. - device breakage: the analysis in the global safety database revealed 1.677 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts." Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.